Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was over 300 mg/dl at the time of hospitalization. The customer's blood glucose was 576 mg/dl at the time of call. The customer's mother stated that they were treating the high blood glucose with the insulin pump. The customer's mother stated that the diabetic ketoacidosis was treated at the hospital. The customer's mother also reported that she was not feeling well and experienced headache stomach ache and vomiting. The customer's mother declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.